Event description:
The reporter stated the surgeon attempted to insert an aa4204vl silicone single piece lens and the lens tore. There was patient contact but no injury. Another lens was implanted.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.